Event description:
During a percutaneous coronary interventional procedure to treat an unknown target lesion, the physician reports that the stent flared and became caught on the lesion. In attempts to remove the device, the stent dislodged and embolized to the iliac artery. The stent was successfully removed with a snare device and there was no injury to the patient.